Event description:
It was reported that the autoclavable camera head had noise occurred and disconnection around the boot on the camera head side. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.